Event description:
On 30-jan-2026, it was reported by a sales representative via email that an ar-2260bc biocomposite distal biceps repair implant delivery system was used during a surgical procedure. Postoperatively, the patient experienced a reaction, later confirmed as a positive response to the composite material in the button of the biocomposite distal biceps repair system. The patient has been scheduled for an additional surgery. The distal biceps procedure was performed on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.